Manufacturer narrative:
The onset of the patient's chronic driveline infection was reported under manufacturer report number 2916596-2022-10440. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a chronic driveline infection on (B)(6) 2022. The patient was placed on a 6-week course of meropenem. The patient had drainage from the driveline site. A bacteria culture found the cause of infection to be pseudomonas.